Manufacturer narrative:
This report is submitted on august 09, 2022.

Event description:
Per the clinic. The patient experienced a performance decrement with the device. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached this report is submitted on october, 02, 2022.